Manufacturer narrative:
A ge representative evaluated the system and found the hard drive was full, preventing boot up. The ge representative removed 70% of the patient data from the hard drive. The system operates as intended.

Event description:
The customer reported, the system would not boot up. No patient injury was reported.